Event description:
It was reported that the unit failed its self-test (preamp ext/int ref fail). The date of the event was not provided by the reporter. There was no indication from the reporter that a pt was involved.

Manufacturer narrative:
Eval summary: the device is an automatic external defibrillator (AED) and the actual device involved was returned by the user facility. Evaluation of the device confirmed the customer's complaint. The problem was isolated to the device's preamp circuit board. The preamp circuit board was replaced and this action restored normal device functioning. The device was then fully tested and met its performance specifications. The device was then returned to the customer.